Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed quality notification was opened for the device without correlation to the complaint. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Problem description: failed display. Lab observations (condition of unit as received): the module was received in good condition. Investigation summary: no failure confirmed. Performed check-in test procedure. Display passed all testing per asm software. Conclusion: require specific detail of this display failure mode. Can not confirm failure. Rework none. Disposition: route to service for normal process. (B)(4). Investigation summary: no failure confirmed. Performed check-in test procedure. Display passed all testing per asm software. Updated investigation: 9/18/2018: co-worked retested this unit and found display issue will occur with 3 additional lvp's connected. Symptom is: arrows pointing to the left. On scrolling display. Root cause contain in display board. Conclusion: require specific detail of this display failure mode. Can not confirm failure. Update: required specific detail from field techs of any failure mode to trouble shoot. Specific test mode!! (B)(4). Tech did copy entire report on to sap. This is the missing part of the report. Rework: replace display board. Disposition: route to service for normal process.